Event description:
It was reported that within a week of implant, the patient complained of chest pains, nerve stimulation and diaphragmatic stimulation. Upon further investigation, the right ventricular (rv) lead exhibited high thresholds, low impedance, and undersensing. It was determined that the lead had migrated and had perforated through a previous perforation site. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.